Manufacturer narrative:
(B)(4). Two (2) cartridges of catalog number 544240 hemolok l clips 6/cart 84/box were received not used, closed in original packaging, lot # 73b1500218 was confirmed, during visual inspection the components looked well assembled; clips in good condition (no broken). Functional inspection: 12 hem-o-lok clips were loaded into the clip applier p/n 544180, batch # 06l0915814; the 12 clips were loaded properly / correctly into the clip applier, no quality issues were found. The 12 clips were closed (closure test) into the appropriate media tubing p/n 06424-66 according to manufacturing procedures (B)(4); all the clips were properly / correctly closed. Failure mode clips broke in patient reported by the customer was not confirmed with sample received during functional testing. Sample received did not confirm the defect reported by the customer clips broke in patient. In addition, a functional inspection was performed; however, the device worked properly. Therefore, at this time no corrective action will be taken.

Event description:
Alleged event: it was reported that two patients with bleeding had to have re-operation after cholecystectomy because the clips applied were broken. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot number 73b1500218 investigation did not show issues related to the complaint. The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: it was reported that two patients with bleeding had to have re-operation after cholecystectomy because the clips applied were broken. The patient's condition was reported as unknown.